Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-feb-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 2 (full height) and drawer 4.2 (half height) were sticking when opening. A field service engineer inspected the bumpers on both drawers and confirmed rail-related issues. Fse changed the rails on drawer 2 and replaced the entire drawer for 4.2. Adjustments were also made to the c-channels on both drawers. These actions resolved the issue. Additionally, drawer 4.2 was replaced again to address residual sticking, and the problem was fully resolved. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es full height drawer 2 and half height drawer 4.2 had stuck when opening. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.